Manufacturer narrative:
On october 6, 2020, mentor became aware that the surgery date was october 12, 2020. Hence, field d7 for explantation date has been updated to 10/12/2020 on this form. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/4/2020, mentor became aware that sex field a3 was inadvertently omitted from the initial report. It has been updated to "f" on this form. This report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device evaluation was completed. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. At the present time, there is no sufficient evidence to show an association between breast implants and generalized illness (assessing the risks of breast implants and FDA¿s vision for the national breast implant registry). Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2020, mentor became aware that the surgery date has been moved to (B)(6) 2020. Hence, field d7 for explantation date has been updated to (B)(6) 2020. The caucasian patient confirmed removal only with mastopexy and stated tissues samples will be sent to pathology to test for bia-alcl. If any additional information is received, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness including migraines, vertigo, osteoporosis, arthritis, low energy,body aches,burning sensation inside/around breasts, costochondritis, and osteoarthritis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a 300cc mentor memorygel breast implants on both sides and was presented with generalized illness including migraines, vertigo, osteoporosis, arthritis, low energy,body aches,burning sensation inside/around breasts, costochondritis, and osteoarthritis. The patient also suffered right side breast implant rupture, capsular contracture; baker grade unknown, and implant site hematoma that cleaned out on (B)(6) 2010. As a result, the device will be explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On december 4, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This supplemental report is for the patient¿s left-sided device. Manufacturer¿s reference number: (B)(4).